Event description:
It was reported clinicians have experienced channel disconnects with large volume pumps. This was reported to bd representatives during their site visit. There was patient involvement, however outcome is unknown. Devices were not sequestered.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.